Manufacturer narrative:
This report is for an unknown screw cortex/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a malunion and infection. Moreover, the patient had experienced delayed healing. Originally, the patient was implanted with one (1) 3.5mm locking compression plate (lcp) low bend medial distal tibial plate, three (3) unknown 3.5mm locking screws, two (2) unknown 3.5mm cortex screws, one (1) 2.7mm lcp plate, four (4) unknown 2.7mm cortex screws and two (2) unknown 2.7mm lag screws on an unknown date. During revision, all hardware were successfully removed and the patient was revised with 3.5mm cortex screw with washer and a variable-angle (va) anteromedial distal tibia plate. Patient outcome is unknown. The complaint involves 13 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints : (B)(4). (B)(4) captures the post-op event due to malunion and infection while (B)(4) captures the intraoperative event wherein the tip of the two (2) stardrive screwdriver shafts were twisted on final tightening of the screws. This complaint involves nine (9) devices. This report is 7 of 9 for (B)(4).